Manufacturer narrative:
Retainer ring=black. On 11/02/2021 customer called in with the following concern: critical pump error/open book image. Unit power up properly after battery installation. Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Proceed it with the following testing to assure proper functionality of the unit. Pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. The adapt tool reveals that on 10/28/2021 pump error 53 was recorded. Per r&d investigation pump error 53 due to memory corruption. File=26 line=1384 esf2658998. The adapt tool also recorded pump error 4 and 63 on 10/30/2021. Per r&d investigation pump error 63 was cause by processor watch dog failure and 4 was the consequence of pump error 63. File=522 line=341 variable info=0c. Problem isolated to electronic assembly. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assembly. All connectors were plugged in properly and no moisture damage on electronic assemblies. No physical damage noted during visual inspection. In conclusion, customer allegations are not confirm. Unit powered up properly after battery installation and was tested successfully. However, during download review pump error 4, 63 and 53 alarms were recorded due to watch dog failure/memory corruption. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.